Manufacturer narrative:
(B)(4). Corrected data based on new information received: adverse event and product problem to product malfunction. Other to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 04/30/2015 as follows: plaintiff allegedly received an implant on (B)(6) 2010 via the right femoral vein due to pe. Plaintiff alleges attempted retrieval on (B)(6) 2010 and (B)(6) 2011. Plaintiff is alleging migration, pain, device is unable to be retrieved.

Manufacturer narrative:
(B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'celect, migration, pain, device is unable to be retrieved'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Unknown if the reported pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. (B)(6) 2014/it: no device, imaging studies or hospital or medical records have been available. Consequently, based on very limited information provided it is difficult to comment on the alleged failed retrieval attempts of a celect filter. Filter retrieval is occasionally difficult. This is known from published scientific literature and filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful filter retrievals using additional, advanced techniques. A review of device history record did not reveal any evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
Description of event according to complainant: it is alleged that "patient had a pulmonary artery bilateral large pulmonary embolism that caused her to be admitted to (B)(6) on (B)(6) 2010. There it was determined that an ivc filter would be implanted and the cook celect filter was inserted into patient. There were no complications at that time. On (B)(6) 2010, unsuccessful attempted removal of the ivc filter. Again, on (B)(6) 2011, unsuccessful attempted removal of the ivc filter. Patient has severe and persistent chest pains since the insertion of the ivc filter." Patient outcome: it is alleged that "patient suffered significant and severe injuries to her body."

Manufacturer narrative:
(B)(4). Based on the very limited information it is not possible to determine if it is an adverse event or a product problem. Based on the very limited information it is not possible to determine the outcome attributed to adverse event. Lot# is unknown as information was not provided; expiration date is unknown as lot# is unknown. Exact implant date is unknown, but is referred to be on or about (B)(6) 2010. Unknown as lot# is unknown. No device, imaging studies or hospital or medical records have been available. Consequently, based on very limited information provided it is difficult to comment on the alleged failed retrieval attempts of a celect filter. Filter retrieval is occasionally difficult. This is known from published scientific literature and filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature described complex cases with successful filter retrievals using additional, advanced techniques. A review of device history record did not reveal any evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Monitoring of similar reports will continue.